Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device exhibited pause episodes that were determined to be undersensing with possible loss of contact. The device remains in use. No patient complications have been reported as a result of this event.